Manufacturer narrative:
Patient weight reported as (B)(6) kilograms. Date of event: date of non-union is not known. Additional product codes: hwc, ktt. (B)(4). Date of implant is not known. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient was involved in a high impact motorcycle accident on unknown date in 2015 and sustained substantial soft tissue damage. Patient underwent multiple surgeries to the right proximal tibia, including muscle flap and skin graft. It is not known on what date the hardware was implanted. On (B)(6) 2017, patient was returned to surgery for removal of one (1) 3.5mm locking compression plate (lcp) plate and four (4) 3.5mm locking screws. All hardware was removed successfully with no delay, no harm to patient, and no broken parts. During the removal procedure it was not patient had a hypertrophic non-union but no sign of infection. Surgeon performed a masquelet technique with antibiotic cement. Surgeon plans to return to surgery in four (4) weeks to perform a reamer/irrigator/aspirator (ria) grafting and intramedullary (im) tibia nail procedure. This report is for one (1) 3.5mm lcp plate. This is report 1 of 2 for (B)(4).